Event description:
Per the clinic, the patient experienced inflammation at the abutment site. The patient was placed under general anesthesia on (B)(6) 2020, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.